Event description:
It was reported that a high-pitched sound came from the insulin pump. The customer stated that he was doing his normal activities when the sound came from the insulin pump and that he was unable to see what the insulin pump was indicating to him. The customer stated that he then removed the battery multiple times but the anomaly persisted. The customer also mentioned that after changing a new battery, the insulin pump would not start up. Nothing further was mentioned.

Manufacturer narrative:
The insulin pump was received with a frozen display. The problem was isolated to the interface board. No constant tone or beep was noted.